Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation, the black box showed evidence of a partially discharged battery being installed. The pump powered with the returned battery cap. The battery cap was able to fully tighten. There was no battery compartment crack observed. There was no evidence of moisture contamination inside the battery compartment. The current draws were within specification. The pump case was removed and there was no evidence of moisture or loose components inside the pump. A "battery life" issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.